Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed high pacing lead impedance on the right ventricular lead. The lead was subsequently capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.